Event description:
Since initial stimulation, the patient reportedly has not performed well with the device. The patient reportedly had only partial insertion of the electrode arary due to surgical complications and therefore was not receiving full benefit of the device. The patient has been monitored by the center. The patient was seen at the center for device evaluation. Testing performed confirmed that the device was functioning. However, due to lack of patient progress, the decision was made to explant the patient's device. Surgery to explant the patient's device is to be scheduled.